Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's area team lead reported that a fresenius combiset bloodline¿s transducer caused blood to back up into the venous and arterial lines during a patient¿s hemodialysis (hd) treatment. The transducer seems to cross-thread when attached to the machine causing it to intake air. No patient serious injury or medical intervention were reported. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.